Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70 cm.

Event description:
A report was received that the patient experienced headaches when the stimulation was on, when the stimulation is off the headaches go away. During reprogramming the headaches returned. The patient and the physician have decided to have the system explanted. Malfunction is not suspected of any of the devices.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and all devices were explanted. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced headaches when the stimulation was on, when the stimulation is off the headaches go away. During reprogramming the headaches returned. The patient and the physician have decided to have the system explanted. Malfunction is not suspected of any of the devices.